Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 434 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The cannula of the infusion set was bent upon insertion into the customer's body. Nothing further was reported.